Event description:
The spacer is used to enhance mdi administration of bronchodilators. During activation of the mdi, the jet portions of the device broke off and was bagged breathed into the pts trachea. The pt coughed and expelled this plastic part without further incident. Rptr has used this product since it was available on the market and has found it to meet a real need. Rptr suggests that this product be modified to include a grid placed on the end where tracheal tubes attach to prevent the possibility of foreign bodies from leaving the chamber and entering the pt's lungs.